Event description:
The manufacturer received voluntary medwatch (mw5106608) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging of having cough, excessive sinus mucus and bows of gout with inflammation in various body location. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having cough, excessive sinus mucus and bows of gout with inflammation in various body location. Related to a CPAP device's sound abatement foam became degraded and caused (symptoms). The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.